Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not preforming the air removal step correctly during the loading sequence. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 66 mg/dl.